Manufacturer narrative:
The side rail center arm was replaced by the technician to resolve the issue.

Event description:
The account alleged the side rail would not stay in up position when raised. No patient impact.